Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician found the tip of the angio-seal sheath was broken when he opened the package. A new angio-seal device was used and finished the operation. The patient was in stable condition. There was no patient injury, medical/surgical intervention required. Additional information was received on 21september2020: the procedure performed for the patient prior to use of closure device was angiography. Sheath size used was a 6fr. The broken tip was discovered when opening the foil pouch containing the carrier tube assembly (prior to patient use).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 20october2020: it was reported that the kink was observed on the tip.